Event description:
The exeter stem was implanted in 2018. X-ray demonstrates a broken exeter stem, while still implanted. The patients hip had te be revised on friday (B)(6) 2023.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The exeter stem was (B)(6) 2018. X-ray demonstrates a broken exeter stem, while still implanted. The patients hip had te be revised on friday (B)(6) 2023.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed through evaluation of the returned device. Method & results: product evaluation and results: visual inspection: the device was returned in a fractured condition. The fracture location was through the stem neck. There was significant abrasion present on the surface surrounding the fracture area. Surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. This abrasion is indicative of cyclic stress-strain ultimately leading to fatigue fracture of the stem. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to stem fracture. The device was returned in a fractured condition. The fracture location was through the stem neck. There was significant abrasion present on the surface surrounding the fracture area. Surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. This abrasion is indicative of cyclic stress-strain ultimately leading to fatigue fracture of the stem. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.